Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (400 mg/dl) the customer took a bolus to stabilize bg level. The customer believed the infusion set wasn't "working" and changed the infusion set site prior to contacting tandem technical support (cts). During troubleshooting with (cts), the customer noted large air bubbles in the luer lock. The customer was able to expel the air bubbles by performing fill tubing. Upon a follow up the customer reported bg levels had come down to (241 mg/dl).